Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive stalled motor consistent with a failure to infuse, and the user switched to subcutaneous insulin via pen while awaiting new supplies; the event appeared related to an incorrect supply change process in which the cartridge was connected to the connector outside the ilet, and the relevant device component was the motor. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention requiring medication. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the supply change process associated with the infusion failure and motor involvement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.